Event description:
Found gauze part up there- vagina [foreign body in reproductive tract]. Discomfort in internal vagina [vulvovaginal discomfort]. Discomfort in internal vagina - tampon [medical device site discomfort]. It was not a fresh smelling thing, smell- tampon [product odour abnormal]. Gauze separated from the tampon [device breakage]. Case description: consumer reported via phone that gauze separated from tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2021. An investigation is in progress for returned product received on 09/15/21.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found gauze part up there- vagina [foreign body in reproductive tract] discomfort in internal vagina [vulvovaginal discomfort] discomfort in internal vagina - tampon [medical device site discomfort] it was not a fresh smelling thing, smell- tampon [product odour abnormal] gauze separated from the tampon [device breakage] case description: consumer reported via phone that gauze separated from tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found gauze part up there- vagina [foreign body in reproductive tract]. Discomfort in internal vagina [vulvovaginal discomfort]. Discomfort in internal vagina - tampon [medical device site discomfort]. It was not a fresh smelling thing, smell- tampon [product odour abnormal]. Gauze separated from the tampon [device breakage]. Consumer reported via phone that gauze separated from tampon. No serious injury reported.